Event description:
In follow-up, it was reported that due to the weakness in the patient's left eye the posterior capsule broke. It was removed and replaced with a za9003 lens. There was no incision enlargement. Patient reported to be recovered post-operatively.

Manufacturer narrative:
(B)(4). Device available for evaluation: yes. Returned to manufacturer on: 9/17/2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed and revealed that the lens was missing a haptic. The returned haptic tip was polished. The lens optic zone and returned haptic edge were smooth. The other haptic was severed and was not returned. The optic zone had multiple cuts and were most probably related to the lens removal process. The lens had residuals (debris/particles) which is compatible with handling the lens. Residues of hardened viscoelastic were observed. A functional test could not be performed due to conditions of the returned lens. The returned lens did not meet visual inspection specifications. The condition of the returned lens was consistent with a removed lens. There was no indication that the complaint was related to the manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In follow-up, it was reported that due to the weakness in the patient's left eye the posterior capsule broke. It was removed and replaced with a za9003 lens. There was no incision enlargement. Patient reported to be recovered post-operatively. Concomitant medical product: cartridge, lot no. Ca00132. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material / manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that during the implantation of a tecnis (B)(4). The posterior capsule broke. The surgeon switched to another lens to complete the procedure. Additional information was requested but not received.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.